Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and found that the foot switch movements were stuck because of unwanted objects. Analysis of the system log files did not show any related malfunctions. Rse instructed the customer to remove the objects and restart the system. After that, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The foot switch movements were stuck because of unwanted objects. The philips system was working fine after removing the object. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy was not available. No harm has been reported to philips. Philips has started an investigation of this complaint.